Event description:
Same case as MDR ID: 2134265-2014-03203. It was reported that insufficient stent apposition and stent elongation occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the left circumflex (lcx) artery. After pre-dilatation using an unknown balloon catheter, a 28x3.0mm promus premier¿ stent was advanced to treat the lesion. Two inflations were performed at unspecified atmospheres to deploy the stent. On the third inflation, the stent was implanted at 11 atmospheres. The physician noticed that the stent was implanted between the left main trunk (lmt) and lcx, and commented that the device was unable to be inflated with high pressure due to the blood vessel diameter. Intravascular ultrasound was then performed using an opticross¿ imaging catheter and it was confirmed that the stent was not fully expanded at the ostium of the lcx. During manipulation, the guidewire exit port of the imaging catheter got stuck at the implanted stent and the stent was found to be elongated. Subsequently, the physician vibrated the imaging catheter and successfully removed it from the patient's body. Inflation using an unknown balloon catheter was then performed to treat the event and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).